Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Visual inspection has been performed on the sensor plug assembly. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Extended investigation was performed on the returned sensor. Visual inspection was performed on the returned sensor, no issues were observed. The extracted data from the sensor was reviewed and sensor was found to be in sensor state 6, indicating sensor was terminated due to an error and observed event corresponds with a brown out reset which indicates an issue with the power circuitry. This issue is confirmed due to brown out reset . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor¿ error message was reported with the use of the abbott diabetes care (adc) device and customer was unable to obtain and manage glucose readings. As a result, customer experienced shaking, dizziness and exhaustion and was unable to self-treat, requiring third-party administration of water with sugar and a soda for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor¿ error message was reported with the use of the abbott diabetes care (adc) device and customer was unable to obtain and manage glucose readings. As a result, customer experienced shaking, dizziness and exhaustion and was unable to self-treat, requiring third-party administration of water with sugar and a soda for treatment. There was no report of death or permanent impairment associated with this event.